Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: prior to the procedure, the tip of the blade was detached and broke into half. Analysis conclusion: complaint not confirmed: the returned tonsil tip attachment was returned bent but not broken as the inherent design of the device features a bendable midsection additionally, the device was returned damaged as the electrode insulation coating appears to have been intentionally scrapped off from the electrode by the customer which renders the device inoperable due to safety and efficacy concerns. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to the start of the procedure, it was identified that the tip of the plasmablade device was detached and broken in half. There was no patient injury reported. Additionally, it was found during analysis that the electrode insulation coating is damaged and appears to have be scrapped off from the device.